Manufacturer narrative:
Follow-up submitted as further investigation determined this is a duplicate of medwatch MFR report # 0001831750-2013-01527.

Event description:
It was reported by service report that the scale was inaccurate due to load cell.

Event description:
It was reported by service report that the scale was inaccurate due to load cell.